Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the hcp could not interrogate the patient's implantable neurostimulator (ins) using the clinician programmer 8840. The hcp also noted that the patient experienced a return of symptoms but is unsure when it began occurring. The hcp was going to try another clinician programmer 8840.